Event description:
Customer reportedly received results of 254 mg/dl on his meter and 113 mg/dl on a lab test within 10 minutes. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.